Manufacturer narrative:
Explanted date: device was not explanted. Age- the age provided was the age of the patient at the time of the procedure on (B)(6). The actual device was not returned for evaluation. Photographs were provided from the user facility. The photographs showed the distal portion of the arteriotomy locator. At the proximal end of the portion shown there is deformation at the opening. The deformation appears to form a half circle. This deformation supports the statement "[arteriotomy locator] was separated at the location of the two side holes" made by the facility. The information provided indicates that during the use of the angio-seal in (B)(6) 2016 there was resistance experienced when trying to insert the carrier tube assembly in the hemostatic sheath. Based on the portion of the arteriotomy locator extracted from the patient, the insertion difficulty was likely due to the arteriotomy locator blocking the passage of the carrier tube assembly through the hemostatic sheath. The cause of the arteriotomy locator separating is unknown. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported a pci in (B)(6) 2016, and was closed with an angio-seal. The patient returned with claudication and was operated by vascular surgeon in (B)(6) 2018. Vascular surgeon found a broken distal tip of the angio-seal in vasculature of patient, which may have entered during the intervention in 2016. The patient was harmed; returned with claudication. Additional information was received on march 15, 2018. The patient was in stable condition. The procedure was successful. Hemostasis was achieved by manual compression. Harm of the patient was due to the puncture site being manually compressed for closure, it took more time for closure. The ffr procedure done in 2016 was successful, based on the findings the patient had to undergo a CABG procedure. It was not possible to insert the angio-seal into place due to resistance. There was no report of blood loss in the procedure file. No other equipment or other devices were reported to be used specifically with the angio-seal product. It was not an intervention intended to remove the broken part, it was an incidental finding during the procedure to treat the claudication of this patient. The initial procedure performed was a fractional flow reserve (ffr). Nothing was reported related to difficulties with access, sheath, guide wire or catheter insertion. A pre-deployment angiogram was not performed. Insertion of the angio-seal was not possible. There was no reported information about issues during withdrawal.